Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that insulin was leaking between the first and second o-ring. Customer also stated that he believed that leak was causing air bubbles in the reservoir. Customer initially reported his blood glucose at 400 mg/dl. He called back and stated his blood glucose was actually 200 mg/dl. First blood glucose level reading was from his the insulin pump and the second was taken form his meter reader. No further information to report.

Manufacturer narrative:
Evaluated one opened and used reservoir. Checked o-rings and stopper groove for defects and none were found. Ran basal/bolus leaking test. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No leakage anomaly was observed during analysis.